Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins).  The patient (pt) was implanted with percept on 22 feb. A previous rep was on this case and has provided screen shots to caller indicating the ins was programmed with therapy settings at time of implant. The caller stated that the healthcare provider (hcp) reached out today noting they attempted to interrogate the ins today and saw an issue; the doc noted that the interrogating 'bar' when first connecting to ins went to almost 100% and then 'zipped' back down to almost zero but then started acting normally again, going back up to 100%--the ins was subsequently interrogated in what seemed to be a normal fashion (caller notes no error messages referenced by doc). The doc ran an impedance test and then went to the programming screen but states that the programming is wiped out--there are no settings for therapy. The dbs app version was unknown. Tech services (tss) unclear as to why programming not present--caller will be at the clinic on thursday and will pull log files for analysis. No symptoms reported. Additional information was received from the manufacturer representative (rep). The cause was not determined. However, when the dbs software was updated to the newest version, the problem resolved. The original software version was unknown. Updating the tablet to the most recent app versions resolved the issue. The healthcare provider (hcp) reprogrammed the settings manually after the malfunction. The patient (pt) was receiving therapy before leaving the clinic. This information was confirmed with the physician.

Manufacturer narrative:
Concomitant medical products: product ID: a610. Serial# unknown. Product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.